Manufacturer narrative:
A bayer service representative performed a system service check of the veris monitor january 15, 2018 and the unit was found to be operating to specifications. Bayer service replaced and returned the pulse ox probe and pulse ox extension cable to product analysis for evaluation. Product analysis received and examined the returned products. Visual inspection found both in good overall condition with no damage. The clip housing of the pulse ox probe was found with tape and tape adhesive on the probe. In addition, the customer confirmed they placed the extension cable within the magnet bore. The cause of the reported problem was determined to be due to user error as the customer did not follow the recommended practice listed in the veris operation manual. The operation manual provides the following instruction and cautions for the user: "do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. If the sensor needs to be secured, place tape over the cable, immediately behind the sensor." "The sensor extension cable contains electrically conductive material. Do not coil or extend the sensor extension cable into the magnet bore!" The customer has declined an offer for additional applications training at this time.

Event description:
The site reported the following to a bayer representative: a (B)(6) male patient underwent a MRI scan of the lumbar spine to evaluate for back pain while under sedation. The veris monitor was used to measure oxygen saturation, blood pressure and heart rate. The exam was completed without event. Post procedure, the patient reported that his left knee had a burning sensation. His left knee was observed to have a reddened area with 2-3 raised skin spots. The patient was immediately treated with ice. The anesthesiologist then evaluated the patient and prescribed and applied silvadene. The customer stated, "the patient was positioned feet first, with the pulse ox on the patient's left hand. The pulse ox cable was ran on top of the sheet towards his feet covering the patient's legs to correct slack and looped back to exit the MRI bore on the left side. We are unable to determine exactly which part of the cable was touching the patient's knee. We believe the cable could have shifted at some point during the scan."